Event description:
The reporter stated the unit did not deliver the proper amount. The biomed stated the unit underdelivered. Further info was not available. No pt injury or treatment was associated with this event.